Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Appears to be leaking grease/oil from the inside. Does not work. No surgical delay. Case type / application: tka.

Event description:
Appears to be leaking grease/oil from the inside. Does not work. No surgical delay. Case type / application: tka.

Manufacturer narrative:
Reported event: an event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the presence of oil. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.